Event description:
It was reported that the set screw of this cardiac resynchronization therapy defibrillator (crt-d) came off during implant testing. It was noted that the impedance was high, so the physician unscrewed the lead from the header and the set screw detached along with it. The physician elected to complete the procedure with another crt-d. No adverse patient effects were reported outside of the prolonged surgery. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. All set screws were present and able to be tightened and loosened with torque that was within acceptable specifications. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations this product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that the set screw of this cardiac resynchronization therapy defibrillator (crt-d) came off during implant testing. It was noted that the impedance was high, so the physician unscrewed the lead from the header and the set screw detached along with it. The physician elected to complete the procedure with another crt-d. No adverse patient effects were reported outside of the prolonged surgery. This product is expected to be returned to boston scientific for further analysis. Although it was initially noted that the product was available for return, it has not been returned at this time. The local area sales representative was contacted for additional information regarding product location. At this time, no further information is available. Should additional information become available this report will be updated. Later, this product was received by boston scientific and full investigation was conducted.